Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a spinal procedure, the patient received a spinal dura tear. It was also reported that there was a surgical delay of twenty to thirty minutes. It was further reported that no medical intervention was required and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a spinal procedure, the patient received a spinal dura tear. It was also reported that there was a surgical delay of twenty to thirty minutes. It was further reported that no medical intervention was required and the procedure was completed successfully.